Manufacturer narrative:
(B)(4). Also related to MDR #1828100-2015-00910. Per the ccp, they just use the internal gas unit versus a mechanical flowmeter. They have seen this issue in their last four cases; the first two cases they could recalibrate. The biomed then changed out the o2 sensor on (B)(6) 2015. The o2 sensor has been changed twice in last four months. First change was in (B)(6) 2015 and then it was changed again (B)(6) 2015.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an error message on the electronic patient gas system (epgs) prompting for oxygen (o2) to be recalibrated. The device was not changed out, as they recalibrated the epgs. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 23-oct-2015: according to the perfusionist (ccp), they have experienced a number of "o2 sensor and blender disagree" error messages during cardiopulmonary bypass. They only do about four cases a month with this unit and all cases were for pediatric patients. The dates that they have had this error message include: (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The epgs successfully passed calibration, without issue, prior to cardiopulmonary bypass, except for the case on (B)(6) 2015. On (B)(6) 2015, it took several calibration attempts to successfully calibrate prior to the case, but again had to recalibrate after the case began. Calibrations were typically completed prior to any of the components of the gas system being connected, though sometimes they calibrate after they are connected, including tubing, gas filter, anesthetic vaporizer, mechanical gas flowmeter and tubing connected to the gas inlet port of the oxygenator. The ccp said that in no case was there any impact to any of the patients. Throughout these events, there were no issues with maintaining adequate partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) levels in the patient. The starting point for fraction of inspired oxygen (fio2) is dependent on the patient, but typically they start between 60 - 70% fio2. The ccp used the central control monitor (ccm) sliders to set the fio2 and flow and did not notice a discrepancy between the set and measured fio2. All of the maintenance for this unit has been completed by a third party (B)(4). According to ccp, this issue only occurs when the gas flow is less than 4 liters per minute (lpm). The o2 sensor has been changed several times in attempt to resolve the issue. They have not saved any of the changed o2 sensors, but the ccp is sure that they have not been expired. The ccp also mentioned that this unit has been in service since 2012 and has not been reconditioned. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed in any case.

Manufacturer narrative:
This complaint is also related to MDR #1828100-2015-00939, #1828100-2015-00940, #1828100-2015-00941, #1828100-2015-00942 and #1828100-2015-00943. Per the data log analysis on (B)(6) 2015: the gas system log shows several dates where the gas system reported "oxygen (o2) sensor and blender disagree" and in each case the blender setting is greater than 10% higher then the o2 sensor measurement. This can be normal when running low flow rates. Calibration is done at 5 liters per minute (l/min), so running lower than 5 l/min will cause lower back pressure. Lower back pressure will cause the o2 sensor to measure fio2 lower. The field service representative (fsr) used external oxygen analyzer and data logs to confirm the complaints of multiple oxygen calibration alerts. The issue occurs at gas flows of less than 4.5 l/min (gas flowrates ranged between 0.21-2.59 l/min). The fsr replaced the o2 sensor but the issues were not resolved. The electronic patient gas system (epgs) oxygen% display was not within the manufacturers specifications at flow rates less than 4.5 l/min, and failed the epgs release test at flowrate of 0.5 l/min at fio2=60%. The fsr advised the customer that the entire epgs needs replacement as this is the one originally shipped with the system in (B)(6) 2011 and should have been replaced (B)(6) 2014 per manufacturer recommendation of biannual replacement. On (B)(6)-2015, the fsr returned to the user facility to replace the suspect epgs with a reconditioned epgs. The fsr verified accuracy and performance. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.

Event description:
Correction to the clinical review: the actual date of the error message was (B)(6)-2015 and not (B)(6)-2015 as previously reported in the initial MDR.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. A second part (o2 sensor) was returned for further evaluation.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) could not duplicate the complaint condition. The pst connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period, and calibration passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.86 volts, within the specification of 0.55-2.758 volts. He operated the epgs at flow rates of 0.2, 0.5, 1 and 5 l/min and oxygen set for 100%, for one hour each with no recalibrate error messages occurring. He placed the epgs into cold soak at 10°c for two hours and when removed from cold soak, operated the epgs at flow rates of 0.2, 0.5, 1 and 5 l/min and oxygen set for 100%, for one hour each with no recalibrate error messages occurring. He placed the epgs into heat soak at 40°c for two hours and when removed from heat soak, operated the epgs at flow rates of 0.2, 0.5, 1 and 5 l/min and oxygen set for 100%, for one hour each with no recalibrate error messages occurring. He calibrated the epgs and let it idle for two hours with flow and o2 set at zero. After two hours, operated the epgs at flow rates of 0.2, 0.5, 1 and 5 l/min and oxygen set for 100%, for one hour each with no recalibrate error messages occurring. He agitated internal cables, air hoses, connections and circuit boards during testing with no recalibrate error messages occurring. The field service representative (fsr) informed the customer regarding recommended two year reconditioning. The customer likes to send the epgs to non-manufacturer trained third party vendors for service and repair as confirmed by the fsr. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.